Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of 5/10/2021.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen on (B)(6) 2020 using the cooladvantage coolcore and cooladvantage petite coolcurve applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting treatments on (B)(6) 2020, (B)(6) 2020, (B)(6) 2021 and (B)(6) 2021 to the upper and lower abdomen using the cooladvantage applicator. The patient has developed paradoxical hyperplasia.